Event description:
One of the hosp staff members allegedly observed smoke or odor from the device. An auxiliary power supply was connected to the device during the reported event. The power supply was disconnected and the batteries removed.